Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not progress past the load fill tubing sequence. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 242 mg/dl.